Event description:
The MFR was informed by the durable medical equipment supplier (dme) that a pt passed away while on a bi-level positive airway pressure (bipap) device. While there is no allegation of malfunction nor that the device caused or contributed to the pt¿s death, the device was returned to the MFR for eval.

Manufacturer narrative:
The MFR received the device and concomitant heated humidifier for eval. The eval noted no operational issues and the devices functioned as designed, delivering the pre-selected pt therapy pressures. In addition, the data from the device was reviewed and found no errors to indicate a failure to provide therapy. The data indicated the device was manually turned off on the day of the reported event. The devices passed all testing. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing pts weighing more than 66 pounds. This device is not labeled for life support. The MFR concludes that the device functioned as designed and did not cause or contribute to the reported event. No further action is appropriate. (B)(4).